Manufacturer narrative:
The insulin pump had intermittent button response on the esc and act buttons due to flattened dome switches. No unexpected battery out limit alarms noted. No frozen screen anomalies noted during testing; time advanced properly. The device passed the displacement test and off no power test. The operating currents were in specification. Device had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
Customer's mother reported via phone call that the screen on the insulin pump is frozen or the keypad is not responding. It was stated that it was not responding while trying to deliver a bolus. She removed and reinserted the battery and received a battery out limit which could not be cleared. Blood glucose value was 188 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.